Event description:
Upon field service installation, the field service representative (fsr) reported that the electronic pt gas system's oxygen sensor would not calibrate. There was no pt involvement.

Manufacturer narrative:
This event is related to medwatch 1828100-2012-01425. The complaint was confirmed by the field service rep (fsr). It was determined that the connector going into the oxygen sensor was not connected. The fsr reconnected the oxygen sensor and he was able to calibrate. The unit was tested to manufacturer's specifications and returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.